Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer returned one (1) used 32g x 4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the returned pen needle was able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. Unable to perform a DHR review due to an unknown lot number for needle clog. Conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clog). Root cause: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported use the unspecified pen needle was unable to deliver insulin/medication, difficult to operate or not working/ the following information was provided by the initial reporter: the customer stated "the needle was blocked."